Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that a capacitor, designator c1 from the digital pcb assembly was causing the on circuitry to not function and also was causing an abnormal current draw from the device when the power was off. Additionally, it was observed that a resistor, designator r35 from the digital pcb had an ionic residue which was causing the device to intermittently power itself on and off when power was supplied during testing. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons showing, the device would likely not have sufficient power to deliver effective defibrillation therapy to a patient, if needed.there was no patient use associated with the reported failure.